Event description:
An optometrist reported a case of transient light sensitivity three months post bilateral lasik. Patient was treated with steroid drops. There are two medical device reports associated with this event. This report references the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).